Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the bicart model and lot number could not be provided by the facility. Gambro has identified the lot numbers of bicart products shipped to this customer prior to this event. No nonconformity, possibly related to this event, has been identified in the device history record for these lot numbers.

Event description:
The patient experienced a respiratory arrest approximately thirty minutes into the dialysis treatment. The treatment was terminated and the blood in the circuit was returned to the patient. Cardiopulmonary resuscitation was initiated while the dialysis treatment was being ended. The resuscitation efforts were successful and the patient was transferred to the ICU. Twenty-four hours later, at the family's request, further treatment was withdrawn and the patient expired shortly thereafter. The physician caring for the patient does not believe that any of the gambro devices caused or contributed to the patient's death. The phoenix machine was inspected by a gambro service technician after the reported event and was found to be operating according to specifications. The disposable devices were discarded and will not be returned to gambro.